Event description:
It was reported that the patient underwent a CABG procedure. The physician placed pacing wires into the myocardium. As the heart continued to beat, the pacing wire came out. The physician had to tack the pacing wire in place with the use of sutures to prevent the pacing wire from migrating. No adverse patient outcome was reported.